Event description:
Reporter indicated that the pt passed away and believes the cause of death was sudep (sudden unexplained death in epilepsy). Treating physician indicated that the pt experienced a >50% reduction in seizure activity with the vns therapy and was receiving therapy at the time of death. Normal mode diagnostics testing performed at an office visit six months prior to death was within normal limits and system diagnostics testing performed at an office visit eight months prior to death was within normal limits, indicating proper device function. The explanted vns therapy generator was explanted by the medical examiner and returned to MFR for eval. An autopsy is planned, but not available at this time.